Manufacturer narrative:
The suspect pump was returned for evaluation. Visual inspection was performed; the device failed and was then repaired. The event history log (ehl) was reviewed. The alarms related to primary audible alarm post and travel reverse error were noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there were no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to faulty component error. The main speaker was replaced to resolve the primary audible alarm error. The check clutch/plunger error was triggered as the prime/bolus function were not being used. Acu watchdog failure is a secondary error linked to the primary audible alarm and thus no action was required.

Event description:
It was reported that during setup, the pump unit had three failure alarms: an audible alarm following failure, a check clutch/plunger lever alarm, and an acu watchdog failure. There was no patient involvement and harm.